Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Despite experiencing frequent occlusion issues, the caller declined additional assistance, and the case was closed by technical support.